Event description:
It was reported that a fire/explosion occurred, resulting in burns to the pt. The reporting party alleges that the covidien product may have contributed to the event.

Manufacturer narrative:
No device has been returned for failure investigation. The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. If the device is returned for failure investigation, a follow up report will be submitted should any significant info result.